Manufacturer narrative:
(B)(4). Analysis found the balloon catheter was returned with contrast visible on the shaft, in the inflation lumen and the balloon was loosely-folded. This is consistent with handling and suggests that the device was prepared for use and pressurized during the procedure, as reported. There was also a kink in the hypotube, which was likely due to further handling after the procedure during packaging/shipment back to abbott vascular for analysis. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked out of a pinhole in the balloon above the distal marker, confirming the reported rupture. The balloon did not exhibit any traces of mechanical damage (scratches). Scanning electron microscopy (sem) analysis confirmed that there was a leak located along a fold/crease in the balloon and determined that the balloon failure may have been attributed to mechanical damage to the outer surface. The distal balloon marker also exhibited a ridge in an area corresponding with the leak in the balloon. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure, however, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was moderately calcified and may have contributed to the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. In this instance, a definitive cause for the reported rupture cannot be determined, manufacturing will be notified of this incident for further investigation.

Event description:
It was reported that the trek balloon was prepped without issue and positioned in the calcified saphenous vein graft lesion. On inflation, the balloon did not hold pressure. The device was completely removed without difficulty. On examination after removal, a pinhole was observed in the distal tip of the balloon. There was no adverse patient effect. Though requested, no additional information was provided